Event description:
It was reported that caller stated that the urine going to their drainage bag appears to be got stuck in the tubing. Department for assistance. Discussed exercising the bag back and front to remove a vapor lock that could happen during sterilization. Caller tried to separate back from front but was still dealing with the issue. Advised caller to kept the bag and that would be reported to our product complaints department for assistance. Caller had a secondary bag they going to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that caller stated that the urine going to their drainage bag appears to be got stuck in the tubing. Department for assistance. Discussed exercising the bag back and front to remove a vapor lock that could happen during sterilization. Caller tried to separate back from front but was still dealing with the issue. Advised caller to kept the bag and that would be reported to our product complaints department for assistance. Caller had a secondary bag they going to use.